Manufacturer narrative:
Visual inspection was performed on the returned device. The reported core separation was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to damage observed prior to use include, but are not limited to, damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpacking or preparation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that upon opening the packaging of the balance middleweight universal ii guide wire, the wire was found to be separated. Therefore, the device was not used and there was no patient involvement. A non-abbott device was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.